Event description:
It was reported that during an internal service activity during in-house testing, the vertical motor module failed to complete testing. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vertical motor module to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The visual inspection was performed and found the vertical motor module was missing two cables. Used cables from a known golden unit and continued with system testing. Checked lighthouse/aperture and found nothing related to reported issue. Installed vertical motor module on an internal equipment, fixture, or tool (eft) system and ran calibration successfully. Power cycled several times and vertical motor module functioned as designed. Unable to replicate reported issue during system testing. Root cause not determined at this time.